Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, while using the arctic sun device in cooling or warming mode, the patient¿s body temperature dropped from 36°c to nearly 33°c, resulting in the occurrence of vt. The use of the device was halted and switched to a warm-air heating device. Later, the arctic sun device was used again to maintain normal body temperature. It was confirmed that, due to the occurrence of a health-related issue in the patient, a report would be submitted to the pmda. During a hospital visit on (B)(6), upon inspecting the main unit, it was found that after draining and refilling the device, it reached the ¿full¿ indication with approximately 500¿700 ml remaining. Upon checking with the me about the usage conditions, it was revealed that a low water level alarm had occurred during use, and water had been added while the gel pad remained connected. It was explained to the me that this could have caused an overflow, possibly leading to improper water temperature control, and they acknowledged the explanation. Per review of wo on (B)(6) 2025, device was used on patient.

Event description:
It was reported that, while using the arctic sun device in cooling or warming mode, the patient¿s body temperature dropped from 36°c to nearly 33°c, resulting in the occurrence of vt. The use of the device was halted and switched to a warm-air heating device. Later, the arctic sun device was used again to maintain normal body temperature. It was confirmed that, due to the occurrence of a health-related issue in the patient, a report would be submitted to the pmda. During a hospital visit on (B)(6), upon inspecting the main unit, it was found that after draining and refilling the device, it reached the "full" indication with approximately 500¿700 ml remaining. Upon checking with the me about the usage conditions, it was revealed that a low water level alarm had occurred during use, and water had been added while the gel pad remained connected. It was explained to the me that this could have caused an overflow, possibly leading to improper water temperature control, and they acknowledged the explanation. Per review of wo on 26jun2025, device was used on patient.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to an overfill. During evaluation, it was found that the device was overfilled due to improper usage. No repairs were completed as customer declined repairs. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The reported event is addressed within the labeling as it states: fill reservoir: approximately four liters of sterile water will be required to fill the reservoir at initial installation. Fill the reservoir with sterile water only. When filling the control module during initial installation or when completely empty, add one vial of arctic sun stat temperature management system arctic sun cleaning solution to the sterile water. It is recommended to add the vial when filling with the second liter of sterile water. From the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. From the hypothermia or normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. When the fill reservoir process is complete, the screen will close. To stop the process early, press the stop button. Note: if the filling cycle is stopped prior to completion, the reservoir will not be full and may requiring filling after fewer patient therapies have been performed. Press the cancel button to close the screen. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. During evaluation, device performed according to specifications. No repairs and no testing was done. A risk, labeling and DHR review are not required as the reported issue is unconfirmed. Based on the results of the investigation, no additional actions can be taken. Correction: d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, while using the arctic sun device in cooling or warming mode, the patient¿s body temperature dropped from 36°c to nearly 33°c, resulting in the occurrence of vt. The use of the device was halted and switched to a warm-air heating device. Later, the arctic sun device was used again to maintain normal body temperature. It was confirmed that, due to the occurrence of a health-related issue in the patient, a report would be submitted to the pmda. During a hospital visit on 23jun, upon inspecting the main unit, it was found that after draining and refilling the device, it reached the ¿full¿ indication with approximately 500¿700 ml remaining. Upon checking with the me about the usage conditions, it was revealed that a low water level alarm had occurred during use, and water had been added while the gel pad remained connected. It was explained to the me that this could have caused an overflow, possibly leading to improper water temperature control, and they acknowledged the explanation. Per review of wo on 26jun2025, device was used on patient